Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by cloudy drain and abdominal pain. The cause of the event was unknown. Two days after the onset of cloudy drain, the patient was rushed to the emergency room and was sent home the same day with unspecified antibiotics (doses, routes and frequencies were not reported) as treatment for the event. It was reported that the patient was not hospitalized for the event. Eight days after the initial symptom onset, the patient was diagnosed with bacterial peritonitis. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information is available.